Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The full helix extension length measured within specification. The reported event of lead dislodgment was not confirmed. Additional findings: visual inspection found three external insulation abrasions breaching the optim sheath only distal to the cut end of the partial lead consistent with friction to device can. The silicone tubing was not breached in these regions. All other damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the right ventricular lead became dislodged. The lead was explanted and replaced to resolve the event and the patient was in stable condition.